Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 4/9/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, the likely cause of the event was the user became disconnected from the ilet and did not receive insulin, resulting in dka. Without data from the device, the performance of the device during the reported event cannot be evaluated.

Event description:
On 5/13/24 a beta bionics clinical diabetes specialist (cds) was notified by an ilet user's healthcare provider (hcp) that the user was admitted to the hospital for diabetic ketoacidosis (dka). The event occurred on 5/12/24. On 5/13/24 the cds followed-up with the user's mother about the event . The mother stated the user's ilet was accidentally disconnected while the user was sleeping. The user's mother mentioned no dexcom continuous glucose monitor (cgm) alerts on her phone and recounted the user waking up, vomiting, noticing the detachment, and returning to sleep. Upon waking again and vomiting, the mother reattached the ilet and took the user to the emergency room. The user's blood glucose (bg) rose to 626 mg/dl. It was not reported what treatment the user received at the hospital. The user was discharged the following day, (B)(6) 2024. Multiple attempts by beta bionics customer care to contact the user for additional event information have been unsuccessful.